Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported on (B)(6) 2025, that during the novasure procedure the cavity integrity assessment (cia) failed. After troubleshooting, the cia failed two additional times. The physician checked with the hysteroscopy upon which perforation was identified. Physician stated that a laparoscopy was not done, and the patient is doing well and was sent home on antibiotics. No other information is available.